Event description:
The hcp reported the pt presented with signs of an infection of the device pocket. These included redness, swelling, and drainage. The infection was diagnosed prior to the first pump refill being done. A culture of the device pocket was positive for mssa. The pt was treated with IV antibiotics and total device system explant.the infection resolved and the pt experienced no drug withdrawal. The pt had risk factors of debilitated status, noncompliance, and personality disorder.